Event description:
It was reported via facility medwatch (B)(4) that rotawire was fractured and burr was detached and remained in the lesion. The target lesion was located in the tortuous and tightly calcified left circumflex artery. A rotablator rotational atherectomy system and a 330cm rotawire were selected for use. During the procedure, it was noted that the burr turned on by itself and cut the rotawire. Also, the burr continued moving forward and embedded in a vessel wall. The patient was taken to the operating room and underwent CABG four times. The surgeons attempted to retrieve the detached wire and the burr tip; however, despite several attempts with various devices they were not successful. Included in the CABG was the removal of the wire; however, the burr tip was left in place as it was embedded in the vessel wall. The procedure was completed via surgical intervention. The patient was taken to the ICU and is recovering slowly with progress. No further patient complications were reported.

Manufacturer narrative:
Date of event was updated based on additional information.

Event description:
It was reported via facility medwatch (B)(4) that rotawire was fractured and burr was detached and remained in the lesion. The target lesion was located in the tortuous and tightly calcified left circumflex artery. A rotablator rotational atherectomy system and a 330 cm rotawire were selected for use. During the procedure, it was noted that the burr turned on by itself and cut the rotawire. Also, the burr continued moving forward and embedded in a vessel wall. The patient was taken to the operating room and underwent CABG four times. The surgeons attempted to retrieve the detached wire and the burr tip; however, despite several attempts with various devices they were not successful. Included in the CABG was the removal of the wire; however, the burr tip was left in place as it was embedded in the vessel wall. The procedure was completed via surgical intervention. The patient was taken to the ICU and is recovering slowly with progress. No further patient complications were reported.